Event description:
It was reported that the pulse generator exhibited intermittent loss of telemetry. This behavior was recorded at the previous follow-up four months prior.

Manufacturer narrative:
Final analysis found a discrepant integrated circuit which caused telemetry anomalies resulting in measured date discrepancies. After replacing the integrated circuit, normal function ensued.